Manufacturer narrative:
Correction: h6 eval code conclusion (fdc/annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead was initially implanted in an unfavorable location. The rv lead was removed from the patient to clean the helix. During cleaning the physician briefly rubbed against the monolithic controlled release device (mcrd) steroid ring resulting in the ring becoming dislodged. The rv lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The monolithic controlled release device that contains the steroid was detached from the distal electrode of the lead. There was a piece part missing from the lead. There was an observation with the monolithic controlled release device that contains the steroid. The distal low voltage electrode of the lead was covered in body tissue. The analyst noted the full lead was returned with the mrcd (monolithic control release device) missing from the tr spacer at the distal end of the lead. There is no adhesive bond present in the tr spacer channel area where the mrcd (monolithic control release device) is located at the distal end of the lead. There were no set screw marks present on the df-4 connector pin and no insertion marks on the connector rings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the implant location that was attempted was the rv apex. There was one fixation attempt before the first helix cleaning, followed by a second fixation attempt. Upon the second cleaning of the helix, the mcrd steroid ring became dislodged. In total, the helix was cleaned twice. The pickups used to clean the helix were described as giant tweezers typically used for suturing. It was recommended to the physician to grab an edge of tissue and counter clock the lead to unwind tissue during this process.